Manufacturer narrative:
Return of the device was requested, but the reporter confirmed that the device is not available for return.

Event description:
Infutronix received a complaint from a patient: "the tubing came out the pump on the side the medication enters the pump" (proximal entry point). Device operator was a patient. Medication being infused was unknown. There was patient involvement, but no patient injury reported. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.